Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s3 low level ii sensor. The incident occurred in (B)(6) . This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin s3 low level ii sensor detected full volume while attached to nothing during preventative maintenance. This issue was discovered by a sorin group field service representative during routine maintenance. There was no patient involvement. The service representative recommended to the customer that the level sensor be replaced or exchanged with a functioning unit from another system. The unit was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s3 low level ii sensor detected full volume while attached to nothing during preventative maintenance. This issue was discovered by a sorin group field service representative during routine maintenance. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s3 low level ii sensor. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The livanova service representative recommended to the customer that the level sensor be replaced or exchanged with a functioning unit from another system. Functional verification performed per technical safety inspection. The unit was returned to service. A review of the DHR did not identify any manufacturing deviations or non-conformities relevant to the reported issue. The root cause of the reported issue was determined to be related to the level sensor. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.